Event description:
Caller reported aviva blood glucose results of 309 mg/dl and 102 mg/dl within 10 minutes. Reported a second, separate comparison of blood glucose results of 337 mg/dl and 92 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 466 mg/dl and 194 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.